Manufacturer narrative:
The pump was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that the plastic ring came loose from the reservoir lip ring. Customer stated that reservoir can be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.